Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision with an unknown mentor saline breast implant has experienced left-sided breast deflation postoperatively. The patient reported that the implant is shrinking, and starting to sag, and leak. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient had two other events which will report accordingly.

Manufacturer narrative:
Per additional information received on june 2, 2022" the following fields were populated/modified. 1. The doi was updated from (B)(6) 2019 to (B)(6) 2019. 2. The serial number of the impacted product was updated as sn (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 16, 2023 indicated that the patient underwent bilateral replacements as follow: l) cat#: smpb-340, sn#: (B)(6), cat#: smpb-340, sn#: (B)(6) on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).